Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Section d4 (unique identifier (UDI) #) not initiated.

Event description:
The customer reported that a balloon tear was observed.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. A picture was received for evaluation and the reported condition was observed. Since the physical sample was not returned for evaluation, a definitive root cause could not be determined. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.